Event description:
Boston scientific received information that the patient with this right ventricular lead reported having a heart rate of 59 beats per minute (bpm) which is below their programmed lower rate limit of 70 bpm. Additionally, the patient believes their lead may have dislodged. The local area field representative reported this patient has not been seen by their physician or in the clinic. Additional information was received from the local area field representative indicating this lead was confirmed to have dislodged by x-ray. Additionally, the lead was found to be exhibiting intermittent loss of capture (loc), undersensing, and an increase in pacing threshold measurements. The patient reported they were occasionally "fiddling" with their device. The revision procedure was performed to successfully reposition this lead. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.